Event description:
Patient had a mild stroke in 2003. A pacemaker was implanted in 2003. After a while the pacemaker became exposed to the surface. Pt saw another dr who found it difficult to remove. Pt became sick most of the time. Found it difficult to get out of the chair sometimes. The pacemaker malfunctions occasionally.